Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown washer / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: matsuzaki, h., masubuchi, h., and sano, s. (1980), treatment of intracapsular fractures of the femoral neck by internal fixation with ao cancellous screws, journal of nihon university medical association, vol. 23, pages 41-50 (japan). The purpose of this study is to present the treatment of the fractures by internal fixation with ao cancellous screws. A total of 34 patients (16 males and 18 females) with a mean age of 58 years (range 24 to 78 years) were treated with ao cancellous screws with a shank of 0.45 cm in diameter and cancellous threads of 0.65 cm in diameter and 1.6 cm in length with or without a washer. The average follow-up time was 2 years 4 months with a range of 10 months to 6 years. The following complications were reported as follows: 2 patients showed good results associated with late segmental collapse. 1 patient showed fair results associated with avascular necrosis of the head. 1 patient had nonunion. 1 patient was treated for severe diabetes mellitus. 2 patients had not received appropriate alignment of the ao cancellous screws and also displayed insufficient reduction. They also had nonunion. A (B)(6) year-old female patient had malalignment of the screws associated with insufficient reduction. At 3 years follow-up, she was unable to walk without crutches due to non-union with painful pseudarthritis. This report is for an unknown synthes ao cancellous screw. This report is for one (1) unknown- washers. This is report 2 of 5 for (B)(4).